Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the display screen on his onetouch ultra meter was cracked. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). It is not known when the alleged issue began, how the patient manages his diabetes or if he made any changes to his diabetes management as a result of the alleged issue. The patient denied developing symptoms due to the alleged issue. However, the patient did report receiving treatment from his health care provider (hcp) due to the alleged issue. The patient did not specify what treatment his hcp provided or when he received the treatment. At the time of troubleshooting, the cca confirmed that there was no known misuse to the subject device and that it was not the first time the patient was using the subject device. The issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly received medical intervention as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.